Event description:
Approximately three years and seven months post hvad implantation, it was reported that the patient experienced power switching from one port to the other earlier than expected. All the batteries and the controller were replaced and the issue was resolved. There was no reported patient injury as a result of this event. Preliminary review of log files revealed a loss of power near the reported event date. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A controller and three batteries were returned to heartware for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple 'critical battery' alarms and power switching events. Analysis of battery (B)(4) revealed that the device failed to meet specifications; the device failed functional testing due to a faulty internal cell pair which likely contributed to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Analysis of the controller (B)(4) and batteries (B)(4) revealed that the devices met specifications. These devices passed visual inspection and functional testing. However, log files revealed these devices were involved in power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to communication errors between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the power switching and critical battery alarms is a combination of batteries with faulty cells and a communication error between the controller and batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports (3007042319-2014-00892 and 3007042319-2015-01376, 01377, 01378) submitted for devices related to the same event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.